Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, the device was returned to medtronic¿s international manufacturing site for evaluation purposes. The investigation report findings are detailed as follows: the handle failed electrical tests and is on short circuit. The electrical tests revealed an impact at the base of the pedal, which compromises the electrical integrity of the instrument and led to the reported incident. The cause of this impact cannot be determined with absolute certainty, numerous hypothesis are still possible. However, it could be an impact coming from another instrument during the reprocessing of the handle. This device is used for therapeutic purposes.

Event description:
It was reported intraoperatively that while activating the electrical current on a 5mm diameter angled insulated handle, ¿micro corrosion¿ led to a burn on the surgeon¿s hand. However, it was further reported that the burn was located on the index finger of the surgeon¿s hand and was only superficial in nature. It was also confirmed that there was no impact or injury to the patient, no clinical consequences for the surgeon and no impact on the surgery that resulted from this event.